Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly into the delivery tube. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).